Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic presented in clinic. Upon interrogation, the right atrial lead exhibited loss of capture and low impedance. On (B)(6) 2017, the lead was explanted and replaced. It was noted that the lead also had a lead fracture. Patient was stable.